Event description:
It was reported that upon initial fixation during leadless pacemaker (lp) implant, the lp exhibited low pacing impedance, high capture threshold, and r-wave amplitude variation. After mapping to a new location, it was noted that the values were still undesirable and the helix had become distorted and could not be fixed. The procedure was completed using an alternate pacemaker and catheter on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of activation, positioning, separation problem, low pacing impedance, inadequate capture, and r-wave amp variation were not confirmed. Final analysis noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomalies.